Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set product issue caused or contributed to the event. Peritonitis is a well-known potential complication in pd patients which can be associated with many potential etiologies. The patient¿s pd effluent grew yeast (fungal infection). Fungal peritonitis (fp) accounts for almost 3-30% of all peritonitis. The exact cause of the patient¿s fungal peritonitis cannot be determined with the available information. However, the patient¿s fungal peritonitis may have been related to prior prolonged use of antibiotic. Fungal peritonitis can be associated with previous bacterial peritonitis, prolonged use of antibiotics, prolonged time in the dialysis program, prolonged time with the peritoneal catheter inserted, use of immunosuppressive agents, hospitalization and co-existence of an extra peritoneal fungal infection. Additionally, the patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient does perform a daytime manual exchange. A culture test was performed, and the results confirmed growth of yeast and a white blood cell count of 4+ leukocytes. The patient was on prolonged antibiotic treatment (type, dose, route, frequency unknown) prior to admission to hospital. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. A culture was obtained which confirmed the diagnosis of peritonitis, however the organism was unknown. The cause of peritonitis was unknown. The patient was treated with antibiotics (type, dose, route, duration unknown). Additional information has been requested, however to date not provided. Should additional information become available, the file will be reassessed and updated accordingly.